Manufacturer narrative:
Visual inspection performed by medacta hip r&d project manager: the liner showed mild scratches on the outer chamfer and damages on the inferior surface of the cylinder likely due to the maneuvers for the removal from the reverse metaphysis. The glenosphere shows mild scratches on the articular surface.

Manufacturer narrative:
Batch review performed on 27 may 2019: lot 179122: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event: reverse shoulder system 04.01.0174 glenosphere 42x27 (k170452) lot. 163806: (B)(4) items manufactured and released on 20-dec-2016. Expiration date: 2021-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed medical affairs manager: revision due to dislocation occurred 1 month after reverse total shoulder arthroplasty. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
On (B)(4) 2019 we were informed of a shoulder dislocation, the glenosphere dislocated from the liner. The patient has been revised on (B)(6) 2019, after about 5 weeks from the primary surgery.